Event description:
New information received noted that the rv lead exhibited noise oversensing resulting in inappropriate shock. Fluoroscopy and x-ray confirmed that the rv lead was dislodged. The physician explanted and replaced the rv lead. The patient condition was stable before, during, and after the procedure.

Event description:
New information received noted that the rv lead exhibited noise oversensing resulting in inappropriate shock. Fluoroscopy and x-ray confirmed that the rv lead was dislodged. The physician explanted and replaced the rv lead. The patient condition was stable before, during, and after the procedure.

Manufacturer narrative:
Correction: section d6b. The explant date of (B)(6) 2026 should have been entered rather than left blank.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that poor sensing and far p-wave oversensing was noted on the right ventricular (rv) lead. The rv lead was suspected to be dislodged. No changes or intervention was reported. There were no patient consequences.